Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg up to 420 mg/dl). Boluses, infusion set was changed and insulin injections were performed to address bg. Customer observed the pump time was incorrect; cause was not known. Customer's healthcare provider corrected the time.